Manufacturer narrative:
Updated fields: b4, e1 (event site telephone), g3, g6, h2, h11. Corrected fields: d5, g2.

Event description:
N/a.

Event description:
It was reported by the field service engineer (fse) that during preventive maintenance (pm) cs300 intra-aortic balloon pump (iabp) wheel is broken and cannot press the keypad button. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restriction initial reporter full name: (B)(6).

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component code, investigation conclusions) h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. (B)(6) 2025: fse reported that the wheels are damaged and cannot press the keypad control. The company has offered a repair price for customers to issue a purchase order for damaged parts. (B)(6) 2025: the company will come to replace the keypad spare parts later as the spare parts are incomplete. (B)(6) 2025: the fse replaced the caster, ral 9002, caster, dual-function ral 9002. Keypad assembly, cs100/cs300. Overlay main keypad. Test the machine's operation and it can be used normally.

Event description:
N/a.